Event description:
Patient reported "ruptured prosthesis" and "anaplastic large cell lymphoma was diagnosed;" pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Affected side is left. Status of the device is unknown.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Patient reported "ruptured prosthesis" and "anaplastic large cell lymphoma was diagnosed;" pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Affected side is left. Status of the device is unknown.